Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls for glucose assay were out of range. The sample 1 (s1), reagent 1 and reagent 2 aliquot probes and drains were cleaned and auto-alignment was performed, which passed. All modules were homed and the dimension vista 500 instrument was reset. A service method testing was run and sample1 failed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed mix study and determined that the sample 1 was out of specification. The cse replaced the s1 mixer and s1 probe, performed auto alignments and ran system check, which passed. The cse repeated mixing service methods, which passed. The cse also performed precision studies and ran quality control, which were within specifications. The siemens headquarters support center (hsc) specialist reviewed the event data and service report and indicated that the data was consistent with an instrument related issue. The hsc specialist concluded that the potential cause of the issue was related to inadequate mixing due to a failing s1 mixer. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on the advia 1800 instrument, resulting higher. The repeat results were reported to the physician(s). There were no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely low glu results.